Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited out of range low impedance and high capture threshold. The lead was capped and replaced on 01/18/2017. The patient was stable before, during and after the procedure.